Event description:
Meter is consistently reading hi and readings are incorrect. Compared results with another et meter. This meter is under a year old. When asking for the strips being used they already used that vial of strips. (B)(6) (pic) stated it isn't the strips because they used the same strips on another et meter and it gave a number around the 70-80's range.